Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 20s mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer went to the emergency room and was admitted to the intensive care unit. Customer was "uncertain what types of treatment" provided. Customer was released from the hospital on (B)(6) 2025 with the issue resolved an no permanent damage. Recommendation was made to discuss diabetes management with a health care professional.